Event description:
End user reports over the past three years he has used this catheter. He stated "he will find "5, 6 or 7 of them that are stuck in packaging like this in every box of 30. He said they are stuck in the packaging by the tip end when he goes to remove them from packaging after prepping them per IFU. He states the catheter tip looks like it is sealed into and/or by the seals of the packaging." No lot number or total quantity was provided for the catheters used in the past.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.